Event description:
Material # 11532269. Batch # 24015062. It was reported by customer that tubing is leaking at the 1st dark blue connection where the softer portion threads into the pump. Verbatim: "we have been having some issues with the filtered tubing we order leaking . It is leaking at the 1st dark blue connection where the softer portion threads into the pump. We use this tubing for biologic drugs so they are very expensive." Additional information received on 22nov. The 1st date was on (B)(6) 2024 and the medication was prolastin. The 2nd date was on (B)(6) 2024 and the medication was remicade. In neither case was the patient or nurse affected. A new tubing was used and the infusion proceeded with no further issues.

Manufacturer narrative:
The customer reported leakage at the pump, and returned one sample of material 11532269, lot 24015062. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the leak was confirmed at the upper fitment of the pump segment. The potential root cause for the pump leakage is clinical practice, and our clinical team was contacted about this failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 11532269; batch # 24015062. It was reported by customer that tubing is leaking at the 1st dark blue connection where the softer portion threads into the pump. "We have been having some issues with the filtered tubing we order leaking . It is leaking at the 1st dark blue connection where the softer portion threads into the pump. We use this tubing for biologic drugs so they are very expensive." Additional information received on 22nov. The 1st date was (B)(6) 2024 and the medication was prolastin. The 2nd date was (B)(6) 2024 and the medication was remicade. In neither case was the patient or nurse affected. A new tubing was used and the infusion proceeded with no further issues.